Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reset the pump on their own and continued using it for insulin therapy. No further information was provided by the customer regarding the malfunction or their blood glucose level.